Event description:
It was reported that after filling the cassette, liquid leakage was detected. The event took place at the pharmacy. There was no patient involvement and no patient harm.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could not be duplicated. No damage or anomalies were observed during the initial assessment. A functional test was conducted to simulate clinical use: the cassette was filled with 250 ml of ro water using an ICU-provided syringe. During the filling process, a leak was observed at the side seam of the cassette bag. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.